Manufacturer narrative:
Section d4: additional information. Section h3: additional information. Section h4: additional information. Manufacturer investigation conclusion: evaluation of (B)(6) confirmed the report of pump thrombosis. The pump was returned assembled with the driveline cut approximately 0.5¿ from the pump housing and a distal portion was not returned (figure 1). The sealed outflow graft conduit was not returned. The sealed inflow conduit was returned detached from the pump housing. The outlet elbow was returned attached to its respective pump port. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a thrombus in the proximal end of the outlet stator. Contact marks were observed on the outlet bearing cup, indicating that it was present while the device was supporting the patient. There was no evidence of laminated layering to indicate that it initially formed at this location, however, its specific origin could not be determined. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the hmii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reported dark urine and was admitted to the hospital on (B)(6)2019 and found to have symptoms of hemolysis. The patient was started on heparin drops. Ramp study was inconclusive however the patient¿s lactate dehydrogenase (ldh) peaked in 2000s u/l with symptoms of thrombosis. Plasma hemoglobin 30-40, with dark urine and heart failure. An echocardiogram and CT performed returned inconclusive for thrombosis; however, due to progressive symptoms of ldh rise and hemolysis it was decided by the clinical team to exchange the pump. On (B)(6) 2019, the patient underwent a pump exchange from a heartmate 2 and replaced with a heartmate 3. No additional information was provided.